Event description:
Rptr had this breast implant implanted to replace the tissue expander on 5/7/90. In 8/90, she developed a rash around her belt line. By 12/13/90, rptr had developed capsular contracture on the right. On 3/18/91, she had revision of breast reconstruction and exchange of implant. (*) (same rptr referred to in 1002490 and 1002492.)